Event description:
Company representative reported a right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Company representative reported a right side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, white particles, and a curved opening. A leak test was performed and found one opening. A microscopic analysis identified: a curved sharp opening on the valve bond edge assessed as an unidentified(tear) opening. No shell thickness was available for evaluation due to the opening being under the plug strap. A fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a sharp opening assessed as an unidentified (tear) opening.